Event description:
Information received by medtronic indicated that the customer reported a low battery alert. Troubleshooting was performed and found that the customer received a low battery alert prior to the replace battery alert or replace battery now alarm and it was less than 8 hours from the low battery alert to replace battery alert/replace battery now alarm. The customer used the suspend before low or suspend on low cgm feature the battery cap was neither loose nor damaged. The customer reported it was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 770 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states

Manufacturer narrative:
Retainer ring = black. Case type = ngp. On 01/24/2023 the customer reported "low battery" and "replace battery" alerts. Inserted a test p-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The unit was received with a battery cap inserted into the reservoir compartment. The battery cap contacts detached from the battery cap and fell into the reservoir compartment prior to visual inspection. Unit passed displacement and self tests; it failed sleep current measurement and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing or in the power management graph. The adapt tool reveals that the following battery related alerts/alarms occurred around the event date: 104=low battery occurred 01/19/2023 14:40:14, 01/21/2023 03:34:00, & 01/24/2023 04:39:00--each alert is within the expected interval of 2 weeks of one another; 73=change battery occurred on 01/24/2023 @ 07:07:00, 07:17:00. The adapt tool does not list any pump errors that could potentially trigger a critical pump error whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After inserting a known good pcba2 and a known good pcba1 into the original case, the current measurements fell within specs. After swapping the original pcba2 onto a known good pcba1 and then into the original case, the current measurements read high, but after inserting a known good pcba2 onto the original pcba1 and then into the original case, the current measurements fell within specifications again. In summary, the customer¿s report of "low battery" and "replace battery" alerts both were not confirmed during testing. The high current measurements was isolated to pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act